Event description:
As reported, there was improper deployment of a 6-12f mynx control venous vascular closure device (vcd), and the sheath came out of sheath catch. Hemostasis was achieved using a figure-of-eight technique. There was no reported patient injury. One mynx control venous vascular closure device (vcd) failed during the procedure due to improper deployment, described as the sheath not being seated properly in the sheath catch, resulting in the sealant being deployed inside the sheath. The button depressed and the tension indicator was aligned with the handle markers prior to deployment, and a clock symbol was observed after button depression. No damage was noted to the button or sealant sleeves, and no kinks were observed in the sheath or device after removal. The device storage temperature did not exceed 25°c, and the device was stored and prepared according to the instructions for use. The procedure was an interventional procedure performed using an antegrade approach in the femoral vein, with a vessel diameter verified to be at least 5 mm and no vessel tortuosity reported. The deployer was in training. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: component code of 3038 - catheter changed to 579-plug and medical device problem code of 2610 - failure to fire changed to 1508 - therapy delivered to incorrect body area.

Manufacturer narrative:
Complaint conclusion: as reported, there was improper deployment of a 6-12f mynx control venous vascular closure device (vcd), and the sheath came out of sheath catch. Hemostasis was achieved using a figure-of-eight technique. There was no reported patient injury. One mynx control venous vascular closure device (vcd) failed during the procedure due to improper deployment, described as the sheath not being seated properly in the sheath catch, resulting in the sealant being deployed inside the sheath. The button depressed and the tension indicator was aligned with the handle markers prior to deployment, and a clock symbol was observed after button depression. No damage was noted to the button or sealant sleeves, and no kinks were observed in the sheath or device after removal. The device storage temperature did not exceed 25°c, and the device was stored and prepared according to the instructions for use (IFU). The procedure was an interventional procedure performed using an antegrade approach in the femoral vein, with a vessel diameter verified to be at least 5 mm and no vessel tortuosity reported. The deployer was in training. One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was partially depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A functional analysis was performed using a 6f cordis lab sample catheter sheath introducer (csi), which was inserted into and withdrawn from the unit. During this analysis, no friction or resistance was perceived. An additional verification of the internal handle component positions was performed. Due to the partially depressed state of button 2, the button was fully depressed, and no signs of impediment were observed. The reported events of ¿sheath catch-incompatibility/fit-with sheath side arm/stopcock¿ and subsequent ¿sealant-inaccurate placement-complete¿ were not observed through analysis of the returned device since the sheath and sealant were not returned for analysis and due to the nature of the complaint. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely contributed to the issue experienced as it was reported that the sheath was not properly seated in the sheath catch; and therefore, the sealant was deployed into the sheath instead of placed into the patient. Per the mynx control venous IFU, which is not intended as a mitigation, it warns, ¿use only with a standard sheath introducer with up to 12 cm effective length.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ per step 2: deploy sealant, the IFU also states, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analysis, nor the information available for review suggests that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.